Manufacturer narrative:
Additional information: device available for evaluation?, type of reports, if follow up, what type?, device evaluated by MFR?, evaluation codes. The associated device was returned and evaluated. A dimensional analysis determined one of the static locking holes to be slightly over tolerance. This is believed to have been due to wear. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of manufacturing records did not reveal any manufacturing deviations that could have contributed to this issue. A review of complaint history did not reveal any previous complaints for this batch/failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unnecessary drill hole was created due to misalignment of the drill guide.